Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge. Reportedly, the insulin gauge displayed a fill estimate of 70 units after the delivery of 10 units. However, it was unknown how much insulin the cartridge had been filled with. The customer's blood glucose level was 180 mg/dl. The customer was able to load a new cartridge successfully and received an accurate fill estimate. As the cartridge had been changed prior to contacting tandem technical support, the reported event was unable to be determined.